Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The end of the t-handle sticks and will not attach to the reamer.

Manufacturer narrative:
Examination of the returned instrument confirmed one of the two tabs is severely cracked. The root cause is attributed to misuse. Previous investigations found consultation with depuy engineering stated that if used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the handle and facilitate a spreading of the ears and eventually fracturing over time. Review of the as400 found lot number sp2020248 was placed into distribution on nov 19, 2015. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed